Event description:
It was reported that a pump would not deliver albumin (programmed amount and delivery rate unknown). The customer stated that the medication is delivered from a glass container and the infusion is properly vented.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.